Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation. Not returned for evaluation.

Manufacturer narrative:
The patient's pre-implant medication regimen was asa mg/d, post-implant was asa 100mg/d, clopidogrel 75mg/d, and enoxaparin .4ml s.q. Initial medwatch # 2135147-2012-00106 listed the incorrect number, k120120 is the correct PMA/510(k) number. The delivery system associated with this event was not returned to sjm for analysis. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Cine angiographic images received by sjm's medical consultant were reviewed. The patient experienced a pericardial effusion post acp implant, but the cause is unknown.

Event description:
According to the information received, an 18 mm amplatzer cardiac plug (acp) was implanted using a 10f amplatzer torqvue 45x45 delivery sheath ((B)(4)). Approximately 20 hours post-implant, a perforation was observed resulting in pericardial tamponade. No acute injury to the left atrial appendage (laa) was observed and the cause of the perforation was unknown. The patient was taken in for surgery and 450ml of blood was aspirated. The acp remains implanted.